Event description:
A sales representative for the distributor (B) (4) stated that the user facility infection control and PICC (peripheral intravenous central catheter) team reported that a patient (one of three), developed a yeast infection in the blood after application of the biopatch. The user facility report that they have not seen this type of blood infection prior to the introduction of the biopatch in their facilities. No additional information has been provided to date. Integra has requested additional clinical information.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.